Manufacturer narrative:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 30 mg/dl. The user was treated for the low bg with oral glucose and glucagon, with assistance from a caregiver. The user was treated by ems and transported to the hospital, where they were evaluated and discharged the same day.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 30 mg/dl. The user was treated for the low bg with oral glucose and glucagon, with assistance from a caregiver. The user was treated by ems and transported to the hospital, where they were evaluated and discharged the same day.